Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy rash under the rear te pads of the lifevest. The patient consulted with hospital staff for the rash and the lifevest was removed while the patient was in the hospital. The outcome of the irritation is not known.